Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report or injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.